Manufacturer narrative:
The investigation for the reported product damage issue has been completed. The impella device was discarded by the customer, therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the sterile sleeve damage was most likely use related as the damage occurred during support. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during the first day of impella cp use, a tear was noted in the sterile sleeve while adjusting the position. The physician stated that they did not tape or twist the sleeve. The pump was explanted and replaced due to risk of contamination. There was no reported patient harm.